Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 140 units of insulin during the load sequence using multiple cartridges. Customer¿s blood glucose level was 256 mg/dl. Customer reverted to using an alternate method of insulin therapy.